Manufacturer narrative:
Continuation of d10: product ID: 370866, serial# (B)(6), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial#(B)(6), implanted: (B)(6)2015, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 02-feb-2019, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(6), ubd: 13-jan-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from an allied healthcare professional stating the patient¿s neurostimulator had been removed while the leads remained implanted. The caller reported that an active neurostimulator was placed on (B)(6) 2021; however, imaging from (B)(6) 2021 showed only the leads remaining, with no neurostimulator present and no extensions appearing to run from the leads down the patient¿s neck. The caller confirmed the leads were capped and stated it appeared the neurostimulator and extensions were removed days following a neurostimulator replacement. Lead-only system MRI guidelines were reviewed, and the caller was transferred to the representative paging service as requested.